Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative, that a 950a81 adult ventilator dual heated circuit kit was leaking during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section g4: 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Method: the subject 950a81 adult ventilator dual heated circuit kit was not returned fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the tubing of a 950a81 adult ventilator dual heated circuit kit was split and causing leaks. Conclusion: without the return of the subject device, we are unable to determine the cause of the reported event. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult vented dual heated circuit kit state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Single use. Do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death. Do not crush, stretch, or milk the tubing. Do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system before connecting to a patient. Check all connections are tight before use.

Manufacturer narrative:
(B)(4). Section g4: 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950a81 adult ventilator dual heated circuit kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative, that a 950a81 adult ventilator dual heated circuit kit was leaking air during patient use. There was no reported patient harm.